Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable neurostimulator (ins) battery was taking too long to charge, and would not increment beyond 3/4 when charging even though they had all coupling boxes. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the replacement of the desktop charger (dtc) resolved the charging issues.